Event description:
A customer contacted beckman coulter inc (bec) in regards to inconsistent duplicate glucose (glucm) results generated by synchron lx20 pro clinical system. The erroneous results were not reported out of the laboratory. Repeat testing performed on an alternate instrument produced consistent duplicate results and one of the results was reported. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The field service engineer (fse) noted that the module's stirrer was intermittently stopping. The fse replaced stirrer driver board. The fse also replaced reagent syringe.